Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high, compared to another meter (hospital meter). The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when medical surveillance specialist listened to the initial call. The patient reported that the alleged meter issue began on (B)(6) 2017 in the evening, alleging that on (B)(6) 2017 at 11 am, she obtained an inaccurately high blood glucose reading of ¿114 mg/dl¿ with the subject meter compared to ¿80 mg/dl¿ on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient reported that she manages her diabetes using insulin (self-adjuster), and in response to the alleged inaccurate high had administered 10-15 units of humalog. The patient reported that she is (B)(6) with a ¿cardiac history¿. Immediately after the meter issue began the patient reported that she developed symptoms of ¿shaking and dizziness¿. The patient reported that she had been at the doctor¿s for a routine appointment, regarding her pregnancy, when she obtained the inaccurate result. There is no evidence of the patient receiving any treatment in response to the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.